Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The december 2018 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter detached/separated/fractured." No adverse trend was identified. The end user's reported complaint description cannot be confirmed, nor can an exact root cause be determined, as no sample was returned for evaluation. This is the only reported complaint for a catheter detaching from the port in the past 15 months for the smartport product family. For this device, the catheter-to-port attachment is made by the end user during the port placement procedure. The port/catheter device was used successfully for 23 months prior to this issue occurring. The directions for use (dfu) provided with the smart port contains instructions on attaching the catheter to the port, implantation guidance and use/care & maintenance. ((B)(4)).

Event description:
As reported on end user voluntary medwatch report mw5081933: " catheter detachment from port. Interventional radiology procedure required to retrieve catheter after port removal." Port had been placed (B)(6) 2017. The event date was (B)(6) 2018. The end user hospital was contacted and the device will not be returned to angiodynamics.